Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture on the distal shaft. Further evaluation revealed stretching on both sides of the fracture site. This typically indicates manipulation against resistance. If the 3maxc is forcefully retracted against resistance, damage such as stretching, and a fracture may occur. Further evaluation also revealed a kink on the distal fractured segment. This damage was incidental and likely occurred during removal of the fractured segment using the loop catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left a1 segment of the anterior cerebral artery (aca) using a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed two passes using the 3maxc. Then, during the third pass, the physician broke the distal end of the 3maxc and used a loop catheter to remove the broken distal tip of the 3maxc from the patient. It was reported that partial recanalization was achieved prior to the physician breaking off the distal tip of the 3maxc. The procedure ended at this point. There was no report of an adverse effect to the patient.